Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation and their system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.